Event description:
It was reported that pump had difficulty charging and required cable to be held or positioned due to damage to pump housing and usb port, which affected ability to charge but did not cause pump to shut down. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, while technical support identified usb port damage as cause, confirmed that pump was under warranty, arranged shipment of replacement pump.